Manufacturer narrative:
Additional information, obtained after the initial report from (B)(6), bsn, mj, cphrm stated, "bovie pencil and monopolar endoscopic bovie plugged into outlet a. Both bovies activated simultaneously. Patient sustained a 5 mm and 3 mm burn to her anterior chest at the level of the sternal notch and left clavicle." Customer did not state degree of burn. Customer did state that burn was treated with silvadene cream and telfa. Customer did answer yes to reporting to a regulatory body but did not say to whom she reported the occurrence. Additional follow up was conducted regarding patient status. The facility indicated that they were unaware nor have they received any additional information reporting there was a scar in the area of the burn. Analysis conclusion: the complaint device was not return for evaluation. In an attempt to recreate the reported event, a company owned generator of the same model type was evaluated. During the evaluation, the team was able to plug in two monopolar device into port a simultaneously. Given the electrical design of the generator, the generator will enable one of the devices to be energized when the other is activated if both are plugged into the same port simultaneously. We did not receive a serial number for the reported device, therefore we were unable to perform a device history review.

Event description:
The customer reported that during a breast augmentation procedure, the cut/coag settings were 40/40. There was a megadyne pencil in port a. They were also using an additional instrument called a endo-breast, that was also plugged into port a. The megadyne pencil, without the holster, was reportedly placed on the patient when the endo-breast instrument was activated. The megadyne pencil that was placed on the patient reportedly burned a 3 mm x 5 mm area on the chest and was described as a second degree burn. It was reported that the facility had been in serviced about where to plug in instruments and foot control devices.